Event description:
The device was returned due to the alarm for low battery being triggered despite being connected to electricity or having recently replaced batteries. The results of the investigation found that the pump recorded error code 41786, which points to a printed wire assembly (pwa) board issue. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation with report of erroneous low battery alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Review of the event history, along with functional testing, show the pump records error code 41786. This was identified to be due to a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.